Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported difficulties appear to be related to case circumstances. It is likely that the thumbslide of the supera was not fully retracted and the system lock was not locked to secure the tip within the distal sheath of the supera delivery system prior to removal. As a result, it is likely that the tip became caught within the anatomy or newly deployed stent resulting in resistance during removal and damage to the tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid to distal superficial femoral artery that was both moderately calcified and tortuous and 85% stenosed. When the second supera stent was deployed, the delivery system was difficult to remove, and the white tip broke but did not separate in two pieces. Nothing was left in the patient and no intervention was required. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.